Manufacturer narrative:
Weight-race: unk. Claim#:(B)(6).

Event description:
The reporter indicated that a 13.2mm vticm5_13.2 implantable collamer lens of -11.00/150/66 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2020. Patient has experienced excessive vault, elevated intraocular pressure, glare/haloes and blurred vision. For patients current condition the reporter stated " iris peripheral anterior synachiae which requires removal of current lens sizing of 13.2mm to 12.6mm sizing. The initial lens is still in patient's eyes." For additional information the reporter stated " patient has iris atrophy due to high lens vaulting but dr has been monitoring this case for 2 years. Needs a secondary intervention as well due to iris distortion and causing patient to have visual disturbance especially at nights." In the reports opinion the cause of this event is user error. It was reported that the device did not fail to perform as intended. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
B5- per updated information the lens was explanted on 28-jun-2022 and replaced with a shorter length lens on the same date but different surgery and the problem resolved. The reporter stated "anterior synechiae and iris atrophy still persist but vaulting reduced and eye looked better, less glare." H3- device evaluation: lens was returned dry in a microcentrifuge vial. Visual inspection found lens haptic broken. Unable to perform dimensional inspection due to significant lens damage. Claim # (B)(4).